Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited low out-of-range pace impedance measurements. Noise was observed on the lead during isometric testing; an insulation issue was suspected as a result. A revision procedure was subsequently performed wherein the lead was surgically abandoned and replaced. No adverse patient effects were reported.